Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer was admitted to hospital for ketoacidosis. Customer detected that the soft cannula was bent. No more details available. A request was made for the return of the device.